Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a subacromial decompression, metal shavings of the full radius bade were found within the joint. The metal debris was retrieved through the oscillate mode on the shaver. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The color scheme of the device matches the print. There is some scoring on the inner blade. Bio debris is present in and on both blades. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive side loading, debris being caught between the inner and outer blade or insufficient irrigation during use). Based on this investigation, the need for corrective action is not indicated.